Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel. Device evaluation of belt sn (B)(4) has been completed. The reported problem (therapy electrodes hot) was investigated. As received, the belt passed incoming evaluation. The evaluation included review of downloaded software flag files and incoming functional testing. During the incoming functional testing, the ECG acquisition and pulse delivery circuitry were verified. There is no indication that the therapy electrodes were heating up during use.

Event description:
A us distributor contacted zoll to report that a patient developed an area under the therapy electrode that resembled a severe sun burn. The patient reported that she believed the therapy electrode was heating up causing the burn. The patient's nurse removed the lifevest to allow the area to heal. A zoll representative visited the patient to replace the electrode belt.